Manufacturer narrative:
The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent a transplant on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues with heartmate ii left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii lvas. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was deemed to be a non-complaint. No further information was provided. The manufacturer is closing the file on this event.